Event description:
It was reported that pump generated cartridge alarm 20, and caller noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump under warranty, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.